Manufacturer narrative:
Patient identifier = (B)(6). This issue was previously reported under MDR number 3005094123-2020-00019 under a different suspect device. During the request site visit, the field service representative (fsr) found transparent gel stuck to the sample probe and found crystallization around the inside of r1 and r2 plungers. The fsr replaced and calibrated the sample probe, replaced the syringe assy (rohs) part number 7-77650-06, replaced the valve, manifold kit (rohs) part number 7-77612-03, and performed a wz1 valves pressure check, which resolved the issue. The fsr verified the system function with a control. Return testing was not completed as returns were not available. A review of service history of the architect i2000, serial number (B)(4) verifies no subsequent issues have been reported since replacement of the parts. A review of the architect i2000sr platform found no similar issues as described in this complaint. A 12-month review identified no trends of the syringe assy (rohs) or the valve, manifold kit (rohs). A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect i2000 analyzer, serial number (B)(4), the syringe assy (rohs) part number 7-77650-06, or the valve, manifold kit (rohs) part number 7-77612-03.

Event description:
The customer reported falsely elevated architect troponin results on one patient. The results provided were: on (B)(6) initial =119.87ng/ l / second sample 3 hours later (B)(6) = <5ng/l / first sample retest =<5ngl. The (B)(6) year old male had an EKG performed, additional blood draws, and was in the hospital for 3 hours. There was no reported adverse impact to patient management.